Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the clip assembly was half deployed. The clip and the over sheath assembly were not returned with the device. The yoke which was still attached to the control wire could not be deployed due to the control wire that detached from the cross pin and the cross pin was detached from the slider. It was noticed that the slider cover detached and the control wire was kinked. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints have been reported for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. It was also noted that the spring in the handle fell apart. Reportedly, the clip had to be pulled off from the patient, and the procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.